Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient stated that the new device is working okay. They had to readjust where they there were placing the device (before they replaced it, nothing worked).

Manufacturer narrative:
Concomitant medical products: product ID tm90g0, serial# (B)(4). Product type accessory: product ID. Product type accessory: product ID a520. Product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they had seen an unexpected error when trying to connect to the ins. Patient services was not able to duplicate the screen during the call. No further device issue alleged/identified. No patient symptoms or complications were reported. Additional information was received from the patient: patient called in because she needs to adjust her stimulation and is having the same issues and was transferred to repair to have the communicator replaced. On (B)(6) 2020, patient indicated she hasn't been able to connect for about 3 weeks and is still getting up 7 times a night which is making her frustrated. Patient was not able to make programming adjustments. Patient states she received new equipment and saw error code 0x6ea3do7a on (B)(6) 2020. Patient services reviewed troubleshooting. Patient called back indicating that resetting the handset resolved the code she encountered; however, she is still not able to connect to ins. Ps (patient services) reviewed communicator and handset use and patient was able to connect. However shortly thereafter encountered message telling her to retry. Patient re positioned several times but was not able to connect to ins. Patient reports no changes to the ins site and no significant changes to her weight. Ps recommended following up with managing hcp as the patient has already received a replacement communicator which did not resolve the problem. Additional information was received from a consumer. It was reported that upon further review, the caller reported that she has not been able to connect even with the new communicator. No further patient complications are anticipated or expected as a result of this event.